Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 4 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device could not be located by the user facility for evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported there was a cot drop event. All events had patient involvement; 4 patients experienced no consequence or impact, 1 patient experienced pain.